Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, the patient experienced loss of consciousness and was brought to the hospital. Upon evaluation at the emergency department, her blood glucose level was measured at 27 mg/dl. The patient reported that she did not receive adequate alerts from the dexcom system prior to the event; however, an alert was triggered once her glucose reached critically low levels. At the time of the event, the cgm was showing a very low glucose reading, described by the caller as ¿super low¿. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 5:57 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 11 ½ days and ended due to an algorithm detected failure on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the day of the reported event (04/18/2026) the egvs were below the low threshold starting at 9:57 pm and several glucose alerts were triggered. Each alert was found to have performed as expected. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6), the patient experienced loss of consciousness and was brought to the hospital. Upon evaluation at the emergency department, her blood glucose level was measured at 27 mg/dl. The patient reported that she did not receive adequate alerts from the dexcom system prior to the event; however, an alert was triggered once her glucose reached critically low levels. At the time of the event, the cgm was showing a very low glucose reading, described by the caller as ¿super low¿. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.